Event description:
A homepatient reported a re-use of a single-use device during dialysis therapy. The patient was connected during fill and stated she disconnected the heater bag from the setup and connected a new solution bag to the heater line. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.